Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for large ketones and high blood glucose. Customer's blood glucose level was 221mg/dl at the time of incident. The customer treated with manual injection. Customer indicated that they over counted their carbohydrates which led to the hospitalization. Further troubleshooting was declined by customer as they knew the reason was due to the carbohydrates being calculated incorrectly.